Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: eib, andrew-rep, shuting off in case (B)(4). [Update - light source could not turn back on. Replacement was used to complete procedure.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes: a bad reed switch on a safelight cable, not fully seated light cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.